Event description:
It was reported that arctic sun device control panel was continually beeping and not booting up, reseated circuit board. Unit was not filling and receiving alert 80 (non-recoverable system error).

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is that wire harnesses were not fully seated in connectors. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.